Event description:
It was reported that following a traffic accident, which fractured the left femoral, the patient had a femoral nailing. The following day the femoral nail had to be removed to amputate the left leg. The screws were difficult to remove and caused a 40 minute delay to the procedure. The patient died later that day.